Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that his son's insulin pump alarmed no delivery after a bolus attempt. Customer does not recall any significant events leading to the error. Customer's blood glucose was over 600 mg/dl at the time of incident and son was admitted to hospital because his high blood glucose would not go down. Troubleshooting was done for high blood glucose and customer was educated on the high pressure test for the pump. Customer was advised to call back for further troubleshooting and to discontinue use of the device and revert to a back-up plan per doctor's instruction.